Event description:
Received error code 50032 (exchange catheter) twice on balloon console. First time error code was cleared. Second time balloon catheter was removed from the body. A new balloon catheter, electrical umbilical cable and coaxial umbilical cable were used. No further problems occurred.